Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - pump (serial number (B)(4)) issued a battery alarm and the 20, 10 and 5 minute alarms before turning off, even though pump was plugged into ac. Findings: replaced power supply. Patient was without therapy for approximately 10 minutes and a second pump was put on the patient. There was no harm to the patient. It was noted pump software level 2.23.